Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) ) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("the devices migrated to the uterus") and device breakage ("the "crowns" of essure were broken") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy) and surgery (total hysterectomy). Essure was removed. At the time of the report, the device expulsion and device breakage outcome was unknown. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: device expulsion the analysis in the global safety database revealed (B)(4) cases. Device breakage the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: the medical inform stated that the patient requested the removal (mutilation) but it was not - it was the only option. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) ) on 20-apr-2018. The most recent information was received on 07-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("the devices migrated to the uterus") and device breakage ("the "crowns" of essure were broken") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy) and surgery (total hysterectomy). Essure was removed. At the time of the report, the device expulsion and device breakage outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: the medical inform stated that the patient requested the removal (mutilation) but it was not - it was the only option. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: device expulsion the analysis in the global safety database revealed 643 cases. Device breakage the analysis in the global safety database revealed 2.388 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 7-may-2018: the case will be deleted from bayer pv database. Nullification reason: duplicated case. The information from this case was migrated to the case (B)(4) . The regulatory authority confirmed that the case (B)(4) is a fu of the case (B)(4) for which, case deletion is requested for this case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.